Event description:
According to the reporter, when removing the product and preparing it for use (opening outer packaging), the catheter was found to be damaged (breakage) and leaking near the titanium metal area. The product was changed with a good product. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when removing the product (opening outer packaging) and preparing it for use (during flushing), the catheter was found to be damaged/breakage (which meant chipped, cracked, or ruptured) and leaking near the titanium metal area. There was no package damage, nothing else unusual was observed on the device prior to use, and no other defects or damages were found on the product. The nurse immediately reported the issue and the catheter was not used. The catheter was changed with a good product before use. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The adapter of the catheter was returned instead of the affected area. Visual inspection noted one catheter adapter with visible signs of use. Upon first inspection it was revealed that less than a centimeter of the catheter cannula was left connected to the titanium adapter, where it was most likely cut. The rest of the product past the titanium adapter remained intact. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that there was a break, crack, and leak on the catheter shaft. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.